Manufacturer narrative:
Siemens is in the process of evaluating this event.

Event description:
The customer reported elevated total hemoglobin results on the rl 1265 when compared to a non-siemens hematology laboratory instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens evaluated the data files. From the information provided, there is no evidence suggesting that the co-oximetry on this system at the time of testing were not performing as intended. The aqc results passed for all three aqc levels tested.